Event description:
A 7 mm diameter x 30 mm length bridge assurant biliary stent was implanted in a patient for treatment of an iliac artery lesion in 2002. Percentage of lesion stenosis is unknown. It was reported that a physician was unable to insert the device into a 6 f pinnacle sheath; therefore, the sheath was exchanged for a 7 f sheath. The device was successfully inserted and deployed. It was also reported that the .035" giudewire was difficult to remove from the stent delivery system. The stent delivery system and guidewire were removed together. No clinical sequelae were reported, and the patient is reported to be fine. The stent delivery system, sheaths, and gudiewire were discarded.